Event description:
It wa reported that during a cruciate ligament reconstruction surgery, the screw broke. No patient injury was reported.

Manufacturer narrative:
Dimensional inspection verifies that this is an 8x25mm product. The complaint listed: ¿during a cruciate ligament reconstruction surgery, the screw broke¿. Bone quality was listed as hard. IFU recommends use of a tap for hard bone. Complaint indicates that this was the method used. The hex area of the implant is in good condition. There is damage to the distal tip. The distal threads remaining are rolled. This is at the fracture location. This indicates excess force was placed upon the implant. Size of screw choice is up to the surgeon¿s discretion. A backup was available to complete the procedure. No root cause related to the manufacturing of this device can be confirmed.